Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received off no power alarm without low battery alert. The customer reported that the issue was recurring. The customer's blood glucose was 163 mg/dl at the time of incident. The customer stated that the insulin pump went blank. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, prime, excessive no delivery, occlusion, self test and unexpected restart error tests. The pump passed all operating currents tested within the specification range and passed the off no power test. The pump was monitored and tested with no failed battery test, unexpected off no power alert, low battery alert or blank display noted. The pump was received with a broken reservoir tube lip, a cracked case near the display window corners and minor scratches on the display window.